Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The customer investigated the imprecision. No parts were replaced; however, the customer observed that the pre-trigger cap was not properly tightened after the second falsely elevated troponin result was generated. The cap was tightened to resolve the issue. The service history of the alinity I processing module, serial number ai24351, verifies no subsequent issues have been reported related to erratic troponin results after the cap was tightened. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that imprecise alinity I stat high sensitivity troponin-I results were generated for two patients. The following data was provided. Patient normal range: 0 - 27 ng/l. Patient 1: initial result 50.0 ng/l (positive). Repeat results: 20.6 ng/l (negative), 108.1 ng/l (positive) and 14.0 ng/l (negative). The customer stated the 20.6 ng/l result accidentally auto verified and was reported. The customer called to notify the nurse to disregard the result and have the patient redrawn, but the patient had already been discharged. The specimen was slightly hemolyzed and icteric. It is currently unknown which result is correct for the patient. No impact to patient management was reported. Patient 2. Initial result 40 ng/l (positive). Repeat result: <3 ng/l (negative). The initial result was corrected. The customer stated they are not aware of any improper treatment given to the patient based on the false positive result.